Event description:
A webform complaint was received in which it was reported a customer received a "sensor ended" message on the adc device and was unable to obtain readings. As a result, customer experienced epileptic seizure. Customer was unable to self-treat and was treated with "gluco plus envelope 3 10% diazepam" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date is 30-nov-2022. Medical event date is 26-jun-2023, which confirms device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor ended" message on the adc device and was unable to obtain readings. As a result, customer experienced epileptic seizure. Customer was unable to self-treat and was treated with "gluco plus envelope 3 10% diazepam" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.